Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial with clear surgical residue on product. Visual inspection found the haptic torn. Claim #(B)(4).

Manufacturer narrative:
Corrected data: this case is an adverse event not a product problem. Device evaluation - visual inspection found the haptic torn/broken/bent deformed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+0.5/099 diopter, in the patient's right eye (od) and the lens tore/broke. The lens was removed and there was no reported patient injury.